Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was displaying end-of-life (eol) indicators and did not generate tones during magnet application.